Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced, however, resistance was encountered. The device was taken out of the catheter and it was noted that some stent struts at the center were pointing outwards. The procedure was completed using a different device. There were no patient complications reported and the patient's status was stable.